Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site for evaluation. Only a box with the dfu (directions for use), the implant notification card and the labels were returned. The customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the dfu were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the intraocular lens (iol) was implanted and then noted that the ''wrong lens was implanted''. The lens was explanted. No further information was provided.